Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Investigation type 4110: lens work order search-one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
A cq2015a intraocular lens, diopter +23.0 was returned to the manufacturer with the words "did not use" recorded on the box. However, the lens was returned damaged. Attempts to obtain additional information have not been successful.